Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05026. It was reported that the patient died. The target lesion was located in the left anterior descending (lad) artery. A 3.50x24mm and a 30x28mm (B)(6) drug eluting stents were implanted to treat the target lesion. However, after some time, the patient developed ventricular fibrillation and eventually died on the same day.